Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00038 (avaulta posterior biosynthetic system). Bard MDR #: 1018233-2011-00096. Note: this report corresponds to bard file #: (B)(4), referencing uretex to hook kit.

Event description:
Procedure: gynecological and urological. According to the reporter: the patient underwent a posterior repair and urethral procedure for treatment of pelvic organ prolapse and stress urinary incontinence. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.